Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after discovering blood in the patient line. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of blood in the patient line. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s preliminary peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and is completing his remaining antibiotic course intravenously. The pdrn stated the cause of the peritonitis, or the bloody effluent is unknown; however, the pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of bloody peritonitis, which warranted hospitalization, antibiotic therapy, removal of the pd catheter (not a fresenius product) and the transition to hd for rrt. The pdrn reported the cause of the patient¿s peritonitis or bloody peritoneal effluent is currently being established,; therefore, causality could not be firmly established. However, cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene or touch contamination events, as corynebacterium belongs to the natural flora of human skin. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior was performed and indications of discoloration were noted to the heater tray. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. System air leak and valve actuation tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized after discovering blood in the patient line. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of blood in the patient line. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s preliminary peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and is completing his remaining antibiotic course intravenously. The pdrn stated the cause of the peritonitis, or the bloody effluent is unknown; however, the pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.